Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that treatment was planned for two lesions, the proximal lad and the proximal rca. A 3.5 x 18 mm xience v stent was placed in the proximal lad. A dissection occurred distal to the stent which required placement of another 3.0 x 8 mm xience v stent, as a bailout stent. The procedure was completed with the deployment of a 2.5 x 18 mm xience v stent in the proximal rca. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection is listed in the IFU and risk assessment as a known adverse event associated with coronary stenting. This pt effect is not necessarily an indication of a product quality issue. There was no report of a device malfunction. Dissection can be influenced by several factors not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other)" a conclusive root cause cannot be determined.